Event description:
It was reported that a participant experienced hypoglycemia during sleep while using the ilet, with cause unclear, and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment requiring self-management without medical intervention or hospitalization. Investigation included a review of available information and a request for additional details from the participant. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemic event could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.